Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported shut itself off after programing which was not reproduced. A review of the event history log identified zero events of improper shutdown. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which shut itself off after programming. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.